Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and oversensing. A fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial oversensing. Alert for atrial lead impedance of 1387 ohms. On (B)(6) 2014, atrial lead impedance measured >3000 ohms. Episodes of atrial lead oversensing noted. Concomitant medical products: 419488, lead; 694765, lead, implanted: (B)(6) 2008. (B)(4).